Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient's auditory perception with the device is weaker than it was before. An incident of accident or trauma is unknown.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Other damages found during investigation are most likely related due to explantation surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient's auditory perception with the device decreased. It was unknown if an accident or trauma occurred. The recipient was re-implanted.

Manufacturer narrative:
Additional information: according to the received information received from the field a damage to active electrode due to device minute mobility seems likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. No information about possible further steps has been received. This is a final report.

Event description:
The recipient's auditory perception with the device decreased. It was unknown if an accident or trauma occurred. Next steps are unknown.